Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Corrected initial reporter contact name. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that at follow up in (B) (6) 2009, no device problems were noted. Now at routine follow up, the device could not be interrogated, there was no output, and the EKG showed no pacing spikes. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that at follow up in (B) (6) 2009, no device problems were noted. Now at routine follow up, the device could not be interrogated, there was no output, and the EKG showed no pacing spikes. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.